Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was observed to be jumping. The customer's blood glucose level as not impacted. Review of the pump data logs by tandem technical support showed the battery gauge was dropped while connected to a power source and increased while disconnected from a power source. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.